Manufacturer narrative:
H.6. Investigation: bd received 86 samples and photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm- ink smear and scratch on the tube with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for fm- ink smear and scratch on the tube with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 1 bd vacutainer® k3e plus blood collection tube was damaged, and 85 tubes had black spots in them. All defects were found before use in lot# 9242724. The following information was provided by the initial reporter, translated from japanese to english: "the following issues were reported in tubes (367858) from lot. 9242724: black spot in tube x85; damaged tube x1".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1 bd vacutainer® k3e plus blood collection tube was damaged, and 85 tubes had black spots in them. All defects were found before use in lot# 9242724. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were reported in tubes (367858) from lot. 9242724: black spot in tube x85, damaged tube x1."